Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 4.00mm promus premier drug-eluting stent was selected for use in the right coronary artery (rca). During preparation , it was noted that the stent struts were ribbed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first six rows distorted, bunched, overlapping and lifted distally from the stent profile. The stent was slightly pushed distally exposing the balloon wall on the proximal side for approximately 2mm. A snap gauge was used during examination to measure the crimped stent outer diameter on the undamaged side which gave a reading within specification. Based on the complaint report and the analysis performed, the damage noted most likely occurred due to mishandling during preparation. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 4.00mm promus premier drug-eluting stent was selected for use in the right coronary artery (rca). During preparation , it was noted that the stent struts were ribbed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.